Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Additional event of ¿retroareolar duct ectasia", not device related.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual analysis of the returned device identified: one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: sharp edge opening in the shell with stress marks assessed as surgical impact opening and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with stress marks assessed as surgical impact opening.